Manufacturer narrative:
The evaluation and assessment was based on analysis of the device log file and the written description. The log file contains 49 instances of the error condition "o2 supply pressure high" that were recorded between 10:14am and 12:46pm for the given date of event. This is an indication that the o2 supply pressure regularly exceeded 6.1 bar. The user facility did not respond to the questions about whether or not, the pressure in the central gas supply system is monitored on a regular base and fluctuations/pressure drops occur if several ventilators are operated at the same time. The only information that could be obtained is that each device is connected with an upstream pressure regulator to the central gas supply which is adjusted to 6 bar. It is furthermore evident from the log entries that the ventilator posted "fio2 low" alarms during the course of event. The available information does not allow a reliable conclusion in regard to exact root cause. The following scenario however seems likely: the highest allowed o2 input pressure for savina 300 is 6bar. For high settings of fio2, the gas consumption of the device changes very dynamically. For the inspiratory phase, a high flow and volume up to 180l/min may be required while the flow is being rapidly reduced during the expiration phase. If the used pressure regulator has a too long automatic adjustment phase, the output pressure of the pressure regulator quickly increases above 6 bar for a short moment. The results are pressure overshoots to which the savina 300 responds in two steps - as soon as the pressure rises above approx. 6.1 bar, the savina 300 warns "o2 supply too high" and if the pressure even exceeds 6.5 bar, the o2 valve is switched off. Ventilation continues, but with an o2 concentration below the set value. Given that this assumption is true, a reduced oxygenation of the patient due to the lowered fio2 may have occurred. This is in any case not related to the ventilator itself but to the hospital's infrastructure. Dräger is not able to provide a statement if the potential lack in oxygenation was a contributing factor in the outcome for the patient. It can finally be concluded that the device has detected the deviation between set and delivered fio2 and posted the corresponding alarms. All alarms, potential root causes and dedicated remedies are listed in the IFU.

Event description:
Please refer to initial MFR. Report #9611500-2019-00252.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator alarmed for high o2 input pressure and low fio2. The patient who suffered from morbid obesity died next day.